Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Evaluation of the returned product/photographs provided confirmed there is debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. Further review found foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed. Sterility has been compromised complaint sample was evaluated and the reported event was confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the product when it left zimmer biomet was not conforming to specification as a result of the foreign debris. The root cause of the foreign debris is the operator not following the work instructions provided. Root cause of the white foam and black porous coating debris is likely to be due to transit damage. This device falls within the scope of a corrective action which is to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this corrective action the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. This reported event falls within the scope of a corrective action which is to address the issue of complaints for debris in sterile packaging. This corrective was closed successfully. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI#: (B)(4). Concomitant medical products: catalog#: 51-107170 tprlc 133 mp type1 pps ho 17.0 m t1 lot#: 3756038, catalog#: 51-108040 tprlc 133 mp type1 pps so 4.0 lot#: 3363793, catalog#: 51-149080 tprlc xr mp fp t1 pps 8x101mm m t1 lot#: 3336520, catalog#: 51-107170 tprlc 133 mp type1 pps ho 17.0 m t1 lot#: 3577543, catalog#: 51-103140 tprlc 133 t1 pps so 14x148mm t1 lot#: 3608272. Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02971, 0001825034-2020-02972, 0001825034-2020-02973, 0001825034-2020-02974, 0001825034-2020-02975.

Event description:
It was reported that during inspection in the warehouse, there was debris in the sterile packaging. Attempts have been made and additional information on the reported event is unavailable at this time.